Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarms upon turning the pump on. There was no impact to the customer's blood glucose level as the customer was not connected to the pump at the time of the event. The customer cleared the alarm.